Event description:
The patient was undergoing coronary stenting to a tortuous and very calcified rca. The balloon was intact when removed from the package, and was prepped by being flushed with saline outside the patient's body. The balloon failed to inflate. Two attempts to inflate it at 12atm were made, but it failed to hold pressure. Two other regular non-cordis balloons burst during the procedure. The same indeflator was used to successfully complete the procedure with another cypher stent. Per reporter, the physician thinks the balloon may have snagged on calcium and ripped or punctured.